Event description:
Reporter stated the customer was admitted to the hospital at 3:00 p.m. On (B)(6) 2015, and her blood glucose was 520 mg/dl with a laboratory meter. She was taken off the infusion device and treated with an insulin infusion. She restarted infusion device therapy at 10:00 a.m. On (B)(6) 2015 and experienced hypoglycemia of 49 mg/dl at 10:30 a.m. On (B)(6) 2015. She started a replacement infusion device, and the alleged product was returned for evaluation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully with the diagnostic test system and the results were within the product specifications.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.